Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ac2u. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload was received fully fired. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that some staples did not meet the staple form release criteria. In addition, the device was tested for functionality in the two staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the two firings. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) updated device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that some staples were malformed. In addition, the device was tested for functionality in the two (green & blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the both firings. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, about three staples at the central part of the outer line of the cartridge were unformed at the firing. The deployed staples at the inner 2 lines of the cartridge were formed as intended, so that no additional treatment was required. There were no adverse consequences to the patient. No further information is available.